Event description:
The advocate stated the customer received a blood glucose reading of 334 mg/dl from her contour and readings of 138 and 141 mg/dl from 2 other meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.